Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose level was 33 mg/dl at the time of incident. Customer's other blood glucose values were around 100 mg/dl to 110 mg/dl and 140 mg/dl. Customer was using auto mode feature. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.